Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties could not be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use of a 3.5x23 mm rx xience alpine stent delivery system (sds), resistance was felt when removing the protective sheath and the stent dislodged from the balloon and remained in the protective sheath. Reportedly, the device was not flushed/prepped prior to sheath/stylet removal and no force was applied during removal of the sheath/stylet. The device was not used and there was no patient involvement. A new same size rx xience alpine sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the stylet and protective sheath were returned for evaluation. The stylet and protective sheath was returned for analysis. The reported difficulty to remove sheath and the reported dislodged/dislocated stent were unable to be replicated in a testing environment as the device was not returned. Based on a visual and dimensional inspection of the returned stylet and protective sheath, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided a definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.